Manufacturer narrative:
Per labeling, bec urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse inspected the instrument and found that the nucleated red blood cell (nrbc) chamber was overflowing. The fse found rubber stopper partially blocking nrbc mixing chamber drain. The fse removed the stopper out of the nrbc chamber. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause for the leak was the rubber stopper partially blocking the nrbc mixing chamber drain. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a brownish colored leak around the splash guard of the unicel dxh 800 coulter instrument. The customer could not locate the source. The laboratory has an exposure control/risk management plans in place. Material safety data sheet (msds) was not reviewed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.